Manufacturer narrative:
(B)(4).

Event description:
The catheter was reported to be disconnected from pin connector. The pump has not been working since (B)(6) 2010. No info was available on pt status. Add'l info has been requested, but was not available as of the date of this report.